Event description:
The customer reported the insulin pump was no longer giving any audible tones. The customer performed a self test and the insulin pump did not beep during the tone test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.